Manufacturer narrative:
The field service engineer replaced all seals, pinch tubing, and all ise standard and dilution tubing. An ise check, calibration, and qc were performed successfully. The last calibration performed on 24-oct-2022 was ok and there were no alarms. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 1 patient sample on a cobas 8000 cobas ise module. The initial result was reported outside of the laboratory. The doctor questioned the result and the sample was repeated the next day. The initial na result was 133 mmol/l. The sample was repeated twice the next day and the results were both 139 mmol/l. The repeat result was deemed correct. The na electrode result and expiration date were requested but not provided.